Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of the programmer heating up and shutting off. However the error logs contained a record of a power supply overheat and the power supply was therefore replaced. The micro processor unit (mpu) was also replaced as a preventative measure. It was further noted that the upper and lower handle were cracked and left keyboard hinge was broken. The handles and keyboard hinges were replaced. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was heating up and then shutting off. The programmer has been returned for service. There was no patient involvement.